Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted on (B)(6) 2017 as part of a trial for an axium neurostimulator system. It was reported postoperatively, the patient experienced painful spasms in her right inner thigh and flank as well as numbness in both legs. The physician indicated the issue might have been a result of lidocaine used during the placement. Approximately two hours later, the issue had not improved and the physician removed both leads. Function to the left leg was immediately regained and right leg pain reduced. Patient was transported to the emergency room for a CT scan. Results of the scan were not provided to the manufacturer. Follow-up information indicated the numbness in the left leg has not returned, however the right leg numbness persists. No further information has been provided to the manufacturer.

Event description:
Additional information received indicated the patient continues to have loss of function to the right leg. No further interventions are planned at this time.

Event description:
Follow-up information was received indicating the patient continues to have loss of function to the right leg and is currently undergoing rehabilitation for the issue.